Event description:
A power source alert was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl; it remained within a safe range. The customer was initially instructed to try charging the pump using a known working outlet for at least 30 consecutive minutes. The delivery of a new cable ultimately resolved the issue.